Event description:
A malfunction was reported with a specific code that could not be reset. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump under warranty. The customer planned to use a multiple daily injection method as a backup to ensure continuous insulin delivery. Instructions for setting the pump to storage mode were provided, and the caller confirmed understanding. Additionally, arrangements were made for the return of the problematic pump with a pre-paid label within ten days.